Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 30mg/dl. Bg cause was not known. Customer consumed carbohydrates and took glucagon spray mist to address bg. Paramedics were called and came to check the customers vitals and bg levels. Customer was not transported to the hospital as bg began to rise. Recommendation was made to consult with a healthcare provider to discuss diabetes management.